Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient is doing well. Symptoms are resolved and patient is not longer using medications.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported extreme light sensitivity in a patient's right eye thirteen days post lasik. Patient complains that extreme light sensitivity is worse in the sunlight and sunglasses do not provide relief. Topical steroid dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.